Event description:
It was reported that the device was explanted after an implant duration of approximately 60.5 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral stenosis, secondary to calcification.

Event description:
A customer reported he received the following erratic readings on his blood glucose meter within 10 minutes: 183 mg/dl, 30 mg/dl and 65 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once the device is returned and investigation is complete.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot 0922536 were returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory on the day of the reported event.